Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intraperitoneal volume (iipv) condition. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:53:17. During night drain cycle one, the patient's ultrafiltration reading was 863ml, indicating the home patient (hp) drained 863ml more than their maximum programmed fill volume of 1000ml. No additional information is available.